Event description:
It was reported the pt was not receiving effective relief of pain from the stimulation. The sjm representative met with the pt for reprogramming, and the pt was to utilize the new programs to determine the efficacy. Follow up identified the pain was not relieved, and the pt had requested for the scs system to be removed. It was reported the physician had referred the pt for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.